Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedances greater than 200 ohms. The patient was reported to have had the system revised; no further details were able to be obtained as the revision occurred with another manufacture. There were no adverse patient effects. It is unknown if the products will be returned for analysis.

Manufacturer narrative:
The device is not expected to be returned for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Subsequent information indicates that the system had not been previously revised. It was reported that the patient just recently underwent a revision procedure where a fracture was confirmed via fluoroscopy. The lead was surgically abandoned and replaced. The device was explanted. There were no additional adverse patient effects reported.